Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. According to provided information, functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. The reported event could not be reproduced. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: the infusion of the medication took place in a shorter time than had been programmed by the user. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.